Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Programmer consistently displayed an 'out of range-telemetry' message.